Event description:
On (B)(6) 2012 customer reported that the act5 diff instrument leaked less than 1 ml of fluid/bloody mixture on the top of the bath cover. Customer stated that the leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a pinched tubing on the differential reagent container. Fse straightened the tubing and primed the reagent to the instrument. Service activity performed was verified and met the specified requirements per established procedures. No further issues were reported.

Manufacturer narrative:
(B)(4).